Event description:
Clip is broken. The defect occurred during use on a patient. Part of the broken clip fell into the patient but all parts were removed. No patient injury and no medical intervention required.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a2000299 was manufactured on 01/15/2020 a total of (B)(4) pieces. Lot was released on 01/30/2020. DHR investigation did not show issues related to complaint. The customer returned one loose broken clip from one unit of 544230 hemolok ml clips (B)(4) for investigation. The clip was visually examined with and without magnification. Visual examination revealed that the broken clip had broken pierced bosses. The clip appears used, as there is biological material present on it. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip is consistent with excessive force during loading of the clip or with using damaged appliers. Therefore, unintentional user error appears to have caused or contributed to this issue. Functional inspection was performed on the clip remaining in the cartridge. A lab inventory clip applier was used. The returned clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing without detaching, despite the damage to the pierced bosses. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. One loose broken clip was returned. The broken clip had damaged pierced bosses. R & d was consulted for this complaint, and it was determined that the observed damage to the broken clip is consistent with excessive force during loading of the clip or with using damaged appliers. Upon functional inspection, the clip could be loaded into the jaws of a lab inventory applier and was able to properly fire and close onto over-stressed surgical, despite the damaged pierced bosses. It is unknown how the returned clip was handled during use and the appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Clip is broken. The defect occurred during use on a patient. Part of the broken clip fell into the patient but all parts were removed. No patient injury and no medical intervention required.